Event description:
Following implant surgery, imaging showed that the distal sensor portion of the lead was within the intrathoracic cavity resulting in pneumothorax. The surgeon brought the patient back to the or the following day to reposition the sense lead and a chest tube was placed to address the pneumothorax.